Event description:
The customer reported the following: a nurse hung a secondary infusion of 40 meq kcl/100 ml. The primary container was lowered properly. The potassium was programmed to run over 2 hours through a central line. The rate was set to 55 ml/hr and vtbi set as 110 ml. After a half hour, the nurse found the secondary bag empty and the floor was not wet. Another nurse verified that the programming was correct. The patient required a potassium level drawn, which was normal and almost exactly the same as the potassium before the infusion was hung, so the nurse believes that the kcl never reached the patient and backed up into the primary bag. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). No device has been received. At this time, only a log review can be completed. The customer has indicated that they will attempt to get the set released for an evaluation, but has not been able to do so at this time. The customer has however provided the event logs and data set. A follow up report will be provided with the results of the evaluation.